Manufacturer narrative:
The insulin pump was received with minor scratched on the lcd window, cracked case at the display window corner, scratched reservoir tube window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was damaged. His/her blood glucose level was 58 mg/dl. The seal around the screen was coming off and there were cracks in each corner of the screen. He/she was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.